Event description:
It was reported that during a procedure, everything was fine during operation. One hour after surgery, bleeding occurred. The area was overstitched trans-anal. The surgeon always does a blue test (leakage testing). The surgeon confirmed that the blue test was fine and the anastomosis looked well - well blood supplied and looked pinky. Additional information received on 08/19/2009: patient is well now.

Manufacturer narrative:
Date sent: 09/11/2009. Information anticipated, but unavailable at this time.